Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-26-us, serial #: (B)(4), ubd: 26-mar-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after release, the nosecone of the delivery catheter system (dcs) caught on the outflow crown of the valve and dislodged the valve. A second valve was implanted. No additional adverse patient effects were reported.